Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial right colectomy, after passage of the clipper by trocar, the membrane has been ruptured and fell into the abdominal cavity of the patient. Air or gas leaked from the seal. The membrane was removed by the surgeon using a seizing forceps and another trocar was used to continue the procedure without intercurrences. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: noted that the circular seal was cut and disengaged. The trocar, cannula, obturator and envelope seal appeared intact. The stopcock was intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.